Event description:
It was reported by the patient¿s legal guardian that the patient experienced persistently elevated blood glucose levels for more than two hours. Blood glucose was reported to have increased to approximately 22.3 mmol/l (~ 401 mg/dl) after approximately 1-4 hours of pod wear. Upon pod removal, the pink slide was observed to not have advanced, indicating a potential needle mechanism failure. The legal guardian removed the pod. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.